Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed error code. There was no patient involvement.

Manufacturer narrative:
MFR received date: 23oct2019. The customer was unable to duplicate the reported issue. The customer replaced the power switch overlay and the unit was return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed error code. There was no patient involvement.